Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k073231.

Event description:
On (B)(6) 2010, my wife, (B)(6) had an endoscopic capsule camera given orally to examine general digestive problems that she has been encountering for some time. On (B)(6) 2010, she entered (B)(6) ER with a suspected tia. An x-ray noted the above capsule - mfg by olympus america, inc - lodged in her lower colon. A definitive MRI could not be done concerning the tia for fear of magnetic effects on the capsule and internal damages. On (B)(6) 2010, mrs (B)(6) underwent an upper gi at (B)(6) hosp and the test determined that the capsule was still in the same position in the lower colon--the ileus I believe. Mrs (B)(6) is too fragile to undergo surgery at this time for removal so, we are looking for advice from all concerned, particularly olympus as to frequency of such incidents, time elapsed on such lodgings, the possibility of the capsule dissolving over time and will any component parts harm the system if it does dissolve or begin to erode? Since it has been lodged for about 10 months, are there ill-effects we should watch for? Also, when was this capsule last tested by FDA tracking procedures? Another problem for her is, should she have another tia, an MRI cannot be used to further examine for stroke, etc because of the dramatic magnetic effect. Is a CT scan equally definitive? It certainly seems we are in between a rock and a hard place.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.